Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "I have allergan textured implants that have been recalled last year", "I am replacing due to a rupture", "I think one of my implants has been displaced from the pocket" on the right side. The device remains implanted.

Event description:
Patient reported right side "I have allergan textured implants that have been recalled last year", "I am replacing due to a rupture", "I think one of my implants has been displaced from the pocket", "blown apart very liquid". The device has been explanted.